Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days post implant, the right atrial (ra) lead exhibited a low unipolar lead impedance warning. The ra lead remains in use. The patient will be monitored going forward. No patient complications have been reported as a result of this event.